Manufacturer narrative:
No system checkout performed as the resolution was confirmed on the call. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the surgeon registered the patient and came back into the room to find that the monitor on the system was completely black as far as display; the system was still on. The surgeon rebooted the system and the display came back on. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the behavior described was the intended behavior of the software. Analysis found that the software functioned as designed. It was suspected that the issue was related to a physical connection issue or damaged cable. If information is provided in the future, a supplemental report will be issued.